Event description:
(B)(4). It was reported that during a coronary stenting procedure, vessel dissection occurred. In (B)(6) 2012, a clinical assessment identified the subject's qualifying condition as stable angina (ccs class IV). The subject was referred for cardiac catheterization which revealed a 90% stenosed de novo lesion located in the proximal left anterior descending artery (lad). The lesion was 15 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 3.00 x 16 mm promus element plus study stent, which resulted in a grade a dissection (within target lesion). "There was an obvious distal edge dissection which appeared angiographically. We then deployed a 2.5 x 20 mm drug-eluting stent (promus) in the proximal to mid lad. Follow up angiography then revealed the lad to be widely patent. Timi grade iii flow to distal vessel and 0% residual stenosis within the 2 overlapping stents." The subject recovered and the event was considered resolved. The subject was discharged on clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).